Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abscess ("abscesses nos") and seasonal allergy ("seasonal allergy"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage, abscess and seasonal allergy outcome was unknown. The reporter considered abscess, genital haemorrhage and seasonal allergy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abscess, seosaonal allergy, genital bleeding. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event: medical device removal was updated to genital bleeding. Event:seasonal allergy were added. Device information updated. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abscess ("abscesses nos"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and abscess outcome was unknown. The reporter considered abscess and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, abscess. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.